Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A visual inspection and functional testing were performed. A simulated therapy was performed successfully. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:31:40. During night drain cycle three, the patient's ultrafiltration reading was 1298ml, indicating the home patient (hp) drained 1138ml more than their maximum programmed fill volume of 1600ml. No additional information is available.